Event description:
A 28 mm diameter x 16 mm diameter x 13.5 mm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was severely tortuous with severe calcification. It was reported the final angiogram demonstrated that there was a type I endoleak. The distal type I endoleak was in the left common iliac. The physician elected to place two stents from another manufacturer and the final angiogram demonstrated that the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.